Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 455 mg/dl. The customer treated with a manual injection. The customer stated that his blood glucose went up to 403 mg/dl in the last 3 days and he changed the set. The customer stated that his insulin was expired. The customer was advised to discard the expired insulin immediately and discontinue use of it. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.